Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of non-sustained rv oversensing via merlin.net transmission. The patient recently had generator change out and since then episodes began. The lead test did not exhibit any electrical issues. Noise was not reproducible in clinic with isometrics and pocket manipulations. The noise issue was not resolved. The physician elected to replace the entire system. Rv and ra leads were laser removed. The ICD was also explanted. The patient was well post-procedure. Explanted products will be sent for analysis.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Insulation and conductor damage was noted at 26.0-27.5cm from the distal tip, consistent with clavicle crush damage. The etfe coating was damaged and the inner coil was exposed at this location. This is consistent with the observation from the field of noise.